Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check , the cs300 intra-aortic balloon pump (iabp) unit is not functioning on battery power. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer (fse) checked the unit found defective battery. Fse replaced battery which was arranged by customer. Then, the fault was rectified and tested. Fse handed over the unit in good working condition. There was no patient involvement.

Event description:
N/a.